Event description:
The device was used during a wertheim hysterectomy procedure. Reportedly, the device did not open after firing. The distal staples in the cartridge formed properly. The surgeon oversewed the staple lines which failed. No pt injury was reported.